Event description:
A user facility reported that a pt underwent surgery for dilatation and curettage at least 2 months ago (mid-summer). The anesthesiologists reported no problems with the procedure. The case was short and there was no trauma or unusual aspects associated with lma placement. After the surgery, the pt complained of hoarseness, but it was felt at that time that it may be a cold or viral infection. Pt's symptoms of hoarseness persisted and pt returned for ear, nose throat evaluation and to undergo tests, which revealed right recurrent laryngeal nerve damage. The facility was asked to monitor resolution of symptoms. After several attempts via phone message and fax letter during october to obtain additional information there has been no reply. One person at the facility (who would not identify themselves reports that the pt is now seeking treatment for injury at another hospital. No additional information is expected.